Event description:
It was reported that during a procedure with a patient under anesthesia, the laser shut down , additionally, fuses were blown and an error message was received warning of a cooling failure. The procedure was not completed as a result of the event and there was no patient injury.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The biomed engineer replaced the fuses and refilled the water reservoir. While the leak is considered small, over time the water level would drop low.the device was not returned but based on the available information; the overtemperature error message that led to the system shut down event was most likely due to a leaking water pump. Low water caused the laser console to overheat. It taxed the cooling system drawing more current in an effort to cool the system, resulting in blowing fuses. The pump could not be replaced as the device have reached end of life status. Limited parts and service is available for this console. The customer is discussing in retiring the console and purchase a newer model laser console. The evaluation conclusion code end of life problem identified was assigned.

Event description:
It was reported that during a procedure with a patient under anesthesia, the laser shut down , additionally, fuses were blown and an error message was received warning of a cooling failure. The procedure was not completed as a result of the event and there was no patient injury.